Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the device, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Belt sn (B)(4) has not yet been recovered. Initial evaluation included review of downloaded software flag files. The flag files did not indicate any device malfunction that would cause or contribute to the patient's death.

Event description:
A us contacted zoll to report that a patient passed away on (B)(6) 2016. No additional information was able to be obtained after multiple attempts. Review of the download data surrounding the event indicates that the lifevest detected bradycardia from 04:01:44 to 04:07:35 on (B)(6) 2016. Bradycardia is considered a non-treatable rhythm. Approximately 20 minutes later, the patient's ECG still showed severe bradycardia at 10 bpm with CPR artifact. The patient's ECG then shows that the patient entered vf for approximately 14 minutes. CPR artifact prevented the device from detecting the arrhythmia and initiating a treatment sequence. Five external defibrillations were noted in the patient's downloaded ECG data. The device then detected asystole at 4:36:23 in which the patient's ECG showed vf with CPR artifact. Finally, the device detected a short arrhythmia for approximately 30 seconds. The patient's ECG showed vf with CPR artifact. The detection ended and the electrode belt was disconnected at 04:37:36.